Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On 08/23/2015, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump emitted multiple loss of prime warnings while cartridges from the same box were in use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/01/2015 evaluation: the cartridge has not been returned; retained samples from the reported cartridge lot were pulled and evaluated by product analysis with the following findings: a visual inspection of the cartridges was performed. No damage or defects were noted. The cartridges were cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridges. Three cartridges underwent a force test; two passed. The third cartridge failed with low force; due to the dimensions of one of the o-rings being below specifications. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force, cracks, and foreign material prior to release for distribution.